Manufacturer narrative:
Mml#: (B)(4).

Event description:
The patient reported losing weight, and the implantable pulse generator (ipg) had become superficial and was causing discomfort at the ipg pocket site. There was no allegation of a device malfunction. The device is working as intended. There was no report of patient harm or injury. The patient requested an explant. The entire leads and ipg were successfully explanted without complications. Although requested, the leads and ipg were disposed of at the facility. No device evaluation could be performed. The leads and ipg device history records were reviewed. No relevant nonconformance's were identified.